Manufacturer narrative:
Medical records and x-rays were provided and reviewed. A complaint database search finds no other reported incidents against the newly added product and lot combination since its release for distribution. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
No device associated with this report was received for examination. A search of the complaint database found no additional related reports for the lot codes ar1e91, 2149606, 2174819, and 2016043. A search of the complaint database search finds one additional reported incident against lot code 2107747 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
This is a clinical patient. Update 2/8/2013 - patient's medical records were received. Records indicate corrosion was found upon revision. The stem was added to the complaint. Update 3/21/13 - litigation papers received. Litigation alleges pain, fluid build-up and erosion of the acetabulum, femur and surrounding structures. There is no additional information that would affect the outcome of this investigation. Update 6/10/2013- pfs and medical records received. There is no new additional information that would affect the existing MDR decision. Update rec'd 2/11/2014-pfs and medical records received. After review of the medical records it confirmed loosening of the cup and metallosis. A correct lot number was given for the sleeve. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 3/13/14.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
Additional narrative: if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. The complaint has been reopened. Depuy will notify the FDA when the investigation is completed.

Manufacturer narrative:
Depuy still considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update 10/4/16 medical records received. After review of the medical records for MDR reportability, there is no new additional information that would affect the existing investigation

Manufacturer narrative:
The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations since their release for distribution. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a; rev. C. No additional information was obtained. The investigation could not draw any conclusions regarding the reported event. Based on the inability to determine a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should the product or additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.

Manufacturer narrative:
Update: (B)(6) 2013- pfs and medical records received. There is no new additional information that would affect the existing MDR decision. Depuy considers this complaint closed at this time.

Manufacturer narrative:
There is no new information that would change the outcome of the investigation. This complaint is still under investigation.

Event description:
Patient was revised to address corrosion of stem and head, corrosion of liner and cup, metallosis, osteolysis, and loosening of the cup. (Left hip).

Manufacturer narrative:
No device associated with this report was received for examination. A search of the complaint database found no additional related reports for the lot codes ar1e91, 2149606, 2174819, and 2016043. A search of the complaint database search finds one additional reported incident against lot code 2107747 since its release for distribution; however, a review of the device history records did not reveal any related manufacturing anomalies. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4).

Event description:
Ppf alleges metal wear, metallosis and elevated metal ions.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.